Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle was primed before use, but would not deliver insulin during the injection. The consumer was reportedly new to using pen needles. The following information was provided by the initial reporter: "pharmacist called on consumers behalf and reported clogged pen needles. Stated primed pen needle but during injection, the insulin would not flow. Reported consumer is a new user to nano pen needles. First box and he has a diabetes educator that explained how to use."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was primed before use, but would not deliver insulin during the injection. The consumer was reportedly new to using pen needles. The following information was provided by the initial reporter: "pharmacist called on consumers behalf and reported clogged pen needles. Stated primed pen needle but during injection, the insulin would not flow. Reported consumer is a new user to nano pen needles. First box and he has a diabetes educator that explained how to use."